Manufacturer narrative:
Product ID 3093-28 lot# va050vf, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the implantable neurostimulator (ins) was explanted. It was stated impedance testing, x-rays, and reprogramming were performed. It was stated, the patient was involved in a domestic attack and was hospitalized for ¿some time.¿ it was believed by the patient and the surgeon that the wire had shifted or was pulled out of proper position for symptom relief. The ins and lead were removed to give the patient time to heal and possibly be re-implanted one day.

Manufacturer narrative:
Analysis of the device, model# 3058, sn (B)(4), found no significant anomalies. Analysis of the lead, model# 3093-28, lot# va050vf, found no significant anomalies. The lead was crushed.